Manufacturer narrative:
(B)(4). Test infusion set or p-cap locks in properly. Unit passed displacement test and self test. Unit failed sleep current measurement and active current measurement. Monitored unit for 2 days, device heating noted due to corroded battery tube and corroded electronic assemblies. Peeled off keypad overlay and no damage noted on keypad traces. Unit received with pillowing keypad overlay and minor scratches on case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump's battery compartment was overheating and moisture in battery compartment. The blood glucose of the customer was unknown. It was reported that the chemical was leak because battery compartment was moist. The customer was advised to record active ins. Adjust amount if bolus wizard calculated that correction bolus was needed but not to deliver bolus at this time. The device will be returned for the analysis.